Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Video and logs received. It is visible that the buzzer sound and the red alarm leds are active and the ventilation is still running. The cause is attributed to a ram issue and that the main electronics have to be replaced. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the device experienced a bluescreen issue with an error message ""a problem has been detected and windows has been shut down to prevent damage to your computer". There was no report of patient harm associated with the event.